Event description:
It was reported that during a robotic assisted laparoscopic procedure, the device stuck shut on the omentum and had to be cut off. It is unknown how the procedure was completed. No other details provided. No adverse patient consequence was reported. Additional information has been requested, but no further details have been provided. If the information becomes available at a later date, a supplemental medwatch will be sent. (B) (6).

Event description:
Caller reported aviva system 1 blood glucose results of 69 mg/dl and 70 mg/dl, aviva system 2 results of 113 mg/dl and 113 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for aviva system 2. Please see medwatch with (B) (4) for report on aviva 1.